Manufacturer narrative:
Final analysis found burn marks on the circuit board of the ac adapter and burn marks on the printed circuit board of the transmitter which are resulted from a possible high current flow from the lightning storm.

Event description:
It was reported that the device was damaged during a lightning strike and will not power on. The device was returned for analysis.